Event description:
It was reported that the patient underwent a left knee arthroplasty revision to address pain and tibial loosening approximately twenty-six (26) months following the patient's last knee procedure. Revision operative notes noted loosening of the medial tibia cement from the bone. No intraoperative complications were noted.